Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the valve dislodged up into the sinus of valsalva (sov). The team elected to implant a second transcatheter valve. During the second attempt to cross the dislodged valve, the delivery catheter system (dcs) moved the dislodged valve deep, which was the correct position and depth. The dislodged first valve was re-evaluated. The team elected to not proceed with an additional valve. The second attempt was aborted. One valve remains in the patient. No adverse patient effects were reported.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the valve dislodged up into the sinus of valsalva (sov). The team elected to implant a second transcatheter valve. During the second attempt to cross the dislodged valve, the delivery catheter system (dcs) moved the dislodged valve deep, which was the correct position and depth. The dislodged first valve was re-evaluated. The team elected to not proceed with an additional valve. The second attempt was aborted. One valve remains in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.